Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cutting bit was defective and wouldn't slip into the burr handpiece. The second cutting bit broke intraoperatively halfway through the burring of the trochlea.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported damage. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search against product code 202461010 did not reveal any trends of cutting bit breakage/damage. The investigation could not draw any conclusions about the root cause of the device damage. Based on the inability to determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Monitor trends via (B)(4) . Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.